Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she experienced od irritation, red eye, with tearing, blurry vision, and foreign body sensation while wearing the acuvue oasys for astigmatism lenses. The pt reported that he/she removed the suspect lens and used visine. The pt reported that the next am the od was more red and he/she went to a clinic and sought medical attention. The pt reported that the physician told the pt that he/she had an infection and was prescribed gentamycin drops tid for 7 days. The pt reported that the suspect product was discarded. On (B)(6) 2016 a call was placed to the clinic and additional information was requested. On (B)(6) 2016 additional information was received from the pt as follows: the pt reported that he/she went to his/her eye care providers (ecp) office on (B)(6) 2016 and advised the pt that he/she "had an ulcer that was healing and it was a good thing that the pt went to the clinic." The pt reported that the ecp advised the pt to continue the gentamycin drops and follow-up on monday after some of the eyelid swelling goes down." A call was placed to the pts treating ecp who reported that the pt refused to have any medical information released. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kp51 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 the patient (pt) called and asked if his/her medical records had been received. Pt advised the eye care provider (ecp) refused to release records per pt request. Pt advised he/she would go there today and get the medical records sent for review. Pt reported his/her eyelid is drooping more due to infection and the pt is going to have to have surgery. On (B)(6) 2017 a call was placed to the pt, but the pts phone number was disconnected. On (B)(6) 2017 a call was placed to the pts treating ecp and additional medical information was requested. No additional medication was received. On (B)(6) 2017 the pts medical records were received by fax. The additional information was provided as follows: date of visit: (B)(6) 2016. Exam: od: lids: normal; bulbar: 1+ injection; cornea: dense opacity 2:00, clear otherwise; anterior chamber: deep and quiet, va od cc dist: 20/40-, current medications: gentamycin (0.3%) 1-2 drops, assessment: exam revealed corneal ulcer at 2:00 related to cl wearing; pt was given gentamycin at a walk-in clinic, appears to be healing. Plan: continue gentamycin gtts tid od and rtc on monday to check. Pt understands he/she should not wear cls until cleared. Date of visit: (B)(6) 2016. Complaint: pt complains of corneal ulcer in right eye for 4 days. Quality is unchanging. Pt described symptoms: redness, pain, tearing. Pt states was given gentamycin drops to use and still has some left. However, pt did not use any today due to yesterday being the last day pt was instructed to use them. Va od cc dist: 20/20; cc near: 20/30-, refraction od: -3.50, +0.25 @37, add 1.75. Anterior exam od: lids: normal; cornea: central corneal opacity, no pus on cornea, old scar; anterior chamber: clear meds: gentamycin (0.3%) 1-2 drops, started (B)(6) 2016; tobramycin 0.3% started today (B)(6) 2016. Assessment: exam revealed corneal ulcer at 2:00 related to cl wearing. Pt was given gentamycin at a walk-in clinic, appears to be healing. Plan: recommended using gentamycin drops q 4 h wa od and on wednesday pt can use gentamycin q6 h until bottle is empty and recommend starting tobramycin q4 h od; return friday to reassess. Pt understands not to wear cl until cleared. Date of visit: (B)(6) 2016. Complaints: pt presents with complaints of pain and redness in the od for 1 day. The timing is described as feels worse in the evening. Quality is worsening. Severity is described as moderate to severe. Pt states using tobramycin about 8:00 last night and has only been using every 4 hours. Pt stopped using the gentamycin. Medication: gentamycin (0.3%) 1-2 drops, started (B)(6) 2016; tobramycin 0.3% started today ((B)(6) 2016); prednisolone acetate 1% 1 drop in the od tid; apply 1 drop to the right eye three times a day, started today (B)(6) 2016. Va od cc dist: 20/30+, anterior exam: lids: normal; bulbar: 3+ injection of conjunctiva from 3:00 to 6:00; cornea: opacity at 12:00 above visual axis; anterior chamber: deep and quiet assessment: exam revealed corneal ulcer at 2:00 related to cl wearing. Pt was given gentamycin at a walk-in clinic, came in today c/o worsening, seems to be redder at night. Plan: pt understands no cl wear until cleared; explained to pt to d/c tobramycin. Recommended using tobramycin but cut down to tid od and adding prednisolone acetate 1% tid od as well. Return on friday to check. No additional medical information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).